Event description:
It was reported that the customer experienced a high blood glucose level, though the exact value was not provided. There was no adverse impact to the customer¿s blood glucose level reported, other than the displayed "high." The customer administered a correction bolus via the pump to address the high blood glucose and did not seek assistance from a third party. Technical support assisted in updating the basal rate and biq/ciq settings, advising the customer to consult their healthcare provider for any changes made, which the customer acknowledged.